Event description:
It was reported before use the syringe 1.0ml 30ga 8mm 7bag product was damaged (broken, missing, unassembled) (if device is still operable); plunger rod difficult to move. The following information was provided by the initial reporter: ¿a plunger was damaged.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 30gx8mm, 1ml bd insulin syringe. Consumer reported a plunger was damaged. The returned syringe was examined, and it was observed that the rubber stopper was damaged. No damage to the plunger rod itself was observed. Unable to perform a DHR review due to an unknown lot number. Process summary: the automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. It is not possible to look up quality notifications or maintenance dispatches for this issue as the batch number is unknown. Root cause cannot be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use the syringe 1.0ml 30ga 8mm 7bag product was damaged (broken, missing, unassembled) (if device is still operable); plunger rod difficult to move. The following information was provided by the initial reporter: ¿a plunger was damaged.